Event description:
The event is reported as: "complaint alleged that the product caused gross bleeding in a pt with an airway obstruction during the insertion of the airway. The anesthesiologist who inserted it; felt there was limited flexibility of the airway." No pt injury reported.

Manufacturer narrative:
Unk if sample is available for eval.